Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, case went normal, rod insertion, lag insertion, set screw would not advance and lock and nail rod was removed and replaced with another rod, set screw advanced and outcome was expected.